Event description:
During the evaluation of the trilogy evo at the manufacturer's service center, it was confirmed that the device did not meet criteria of evaluation process for: motor failure. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.